Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator failed pre-use testing due to an air system check valve leak. There was no patient involvement. The facility biomedical engineer reported the check valve was damaged with the body torn from the valve ring. As the device is out of warranty, manufacturer's product support (pse) advised replacement of the check valve to address the finding.